Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2012. The patient reported has lost vision due to the development of a cataract. The cataract is mild and is not in the line of sight. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Pt weight: unk. Event date: unk. Explant date: na. (B)(4). Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly the patient noted decreased in va due to development of a "mild cataract", "not in a line of sight" following icl implantation one year ago. Lens remains implanted. No secondary surgically or medically intervention was performed. No information/confirmation was received to date from the implanting surgeon despite multiple attempts.. It should be noted that literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors (especially high myopes and older patients). Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the facility reported the date of the cataract diagnosis was (B)(6) 2013 and it was a cortical cataract.